Event description:
It was reported, the patient had a fusion done in (B)(6) 2013 and after that the stimulator ¿was not working properly¿ and they were not able to program it. The patient also developed thoracic pain. They removed the stimulator in the early part of (B)(6) to do an MRI to find out the cause of the thoracic pain. They ¿found out¿ the lead was not where they were suspecting it to be. It was noted the thoracic pain instantaneously went away when the lead was removed. The stimulator was placed for the patient¿s right leg but they developed pain in their left leg due to the compression in their back.

Event description:
Additional information received reported that reprogramming was performed. It was noted that surgery to replace the lead was the intervention that was taken. It was noted that the patient did well and had the flu.

Manufacturer narrative:
Product ID 37742, serial# (B)(4); product type programmer, patient product ID 377875 lot# v004864, implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).